Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient had only a partial insertion of the electrode array into the cochlea. The patient experienced facial nerve stimulation and a lack of expected auditory progress with device use, and the issue could not be resolved. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.